Manufacturer narrative:
Pending evaluation concomitant device(s): 02-010-03-0250 - logic cr femoral cem, left, sz 5 3474338, 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 2875323, 200-02-38 - three peg patella 38 mm 3688201, and 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 27174.

Event description:
As reported by the legal department, approximately 7 years post op the left initial tka, this male patient was revised. The patient has suffered with severe pain, inflammation, and osteolysis, among other things. No additional information available.

Manufacturer narrative:
H6. The revision reported in (B)(6) was likely the result of pain, inflammation, and osteolysis. The root cause(s) for the pain, inflammation, and osteolysis cannot be determined at this time as the device(s) were not available for evaluation and pre-revision radiographs were not provided. G3. Aware date updated to reflect investigation conclusion.

Manufacturer narrative:
Additional information - a2, b1, b5, b7, d8, & h6. Medical device problem code. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
Additional information received via legal department -revision operative report of 23 feb 2021, unstable, painful failed left total knee. Conversion to hinged total knee system of competitor¿s devices. Operative pathology: inspection of the tear of the knee revealed the pt had dense thickened synovitis present, secondary to particle wear. Pt had gross compartment wear of the tibial surface with oxidation. It had not worn through, but it had certainly worn significantly on the contact bearing surface between the femur and the tibia. It was felt that there was considerable up-sizing of the femoral component, and it did have significant medial overhang. Operative note: the insert was removed, and notable wear was present. Devices were trailed and devices implanted. Dressings were applied and the patient was transported to recovery room in stable condition. Hospital care: admitted 23 feb 2021/ discharge 26 feb 2021.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear and osteolysis as stated in the legal documentation and operative notes. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation and pre-revision radiographs and images of the explanted devices were not provided.